Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor failed testing. The cause for the resets was isolated to a solder bridge u201 component on the computer/analog board. The root cause for the solder bridge could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.